Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. They used another capsule, but it failed to attach again. There was no harm to the patient, no intervention was required, and no repeat procedure was performed. There was nothing unusual about the patient or the procedure, scope was used by the physician to determine capsule placement, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by post market vigilance investigation personnel. Bravo device was received for evaluation. The returned sample met specification as received by medtronic. The customer reported that they had a capsule which failed to attach. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. They attempted to use another capsule, but the patient did not cooperate and would not allow placement. The second capsule was never deployed from the guide. There was no harm to the patient, no intervention was required, and no repeat procedure was performed. There was nothing unusual about the patient or the procedure, scope was used by the physician to determine capsule placement, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.